Event description:
It was reported that following implant, the patient felt weak and experienced chest pain. The patient presented to the hospital and the ventricular lead exhibited high capture threshold. No intervention was performed. On (B)(6) 2015, the patient returned to the hospital and the lead exhibited loss of capture. The lead was repositioned and good measurements were obtained.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated the patient's condition was satisfactory post procedure.